Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced recurring high blood glucose levels. Customer's blood glucose level at the time of incident was 407 mg/dl. Customer had symptoms like bit shaky and headache. Customer was treated with manual injections. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of high blood glucose event. Customer was assisted with troubleshooting. Customer stated that there was air bubble present along the tubing length. Customer stated that infusion set cannula was bent. Customer was assisted with performing high pressure test and insulin pump passed the test. The insulin pump will not be returned for analysis. Frn-mmt 332a-rsvr, unomed set.